Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and a soundstar. The patient experienced a cardiac tamponade that required a pericardiocentesis. During the procedure, a cardiac tamponade was noticed. There was a drop in blood pressure on the patient and they observed fluid around the patient's heart via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was in stable condition. Some ablation had already been completed. About 30 lesions on the lateral aspect of the left ventricle. The physician could not confirm what caused the cardiac tamponade but believed the ablation catheter was not to blame. The physician believes one of the right sided catheters was to blame, in particular the soundstar catheter. Additional information was received. This did not happen during the ablation phase. There was no steam pop. There were no other abnormalities in this female patient. She required extended hospitalization but was successfully treated and discharged. This adverse event was assessed as MDR reportable under the ablation qdot micro catheter and the soundstar catheter.